Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: during the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was received broken in two section and the tab was removed from the strand. The suture ends and the body suture present body fluids and damaged in a couple areas along of the strand that appears to be surgical instrument. No functional test could be performed. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance breakage suture, was an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture was broken during continuous suturing. There were no adverse consequences to the patient. No additional information was provided.